Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited abrupt change in pacing impedance measurements and high thresholds values on the left ventricular (lv) channel. Furthermore, the left ventricular (lv) lead exhibited loss of capture (loc) during the threshold testing. Technical services (ts) reviewed and stated that this could be caused by surgery or accidental fall of the patient that could have micro dislodged the lead. The new pacing vector programmed showed a better pacing impedance and threshold. Ts recommended to perform x-ray imaging and have the physician evaluate further. This device currently remains in service. No adverse patient effects were reported.